Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly used an insulin pen to load the cartridge. Customer technical support educated customer in regard to the proper load technique for the cartridges. Reportedly, the customer would load a new cartridge to address the issue. The customer¿s blood glucose (bg) level 589 mg/dl. Elevated bg was addressed by a correction bolus via the pump.